Event description:
It was reported that there was a (B)(4) alert due to low atrial lead impedance. The patient was experiencing pectoral muscle stimulation when the lead was programmed to unipolar. The physician elected to keep the lead in the bipolar configuration, even though there are better thresholds in unipolar. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.